Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reason for the revision is unknown.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4) reason for original complaint ¿ asr revision. Primary surgery - (B)(6) hospital. Revision - (B)(6) infirmary. Update: amended dummy product. Received: (B)(4) 2012. Update - added hip side, type of replacement, reason for rev unknown, amended original surgery date. Taken from claimsuite dated (B)(4) 2014. Left; asr xl; reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.